Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 550 mg/dl and possible pancreatitis or gallstones. The customer had previously called for assistance in priming the insulin pump, but was feeling too sick to get assistance, and was taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.